Manufacturer narrative:
The ge service rep found that with the tube arcing, the wells were pitted with carbon deposits. The interconnect cable wires were broken causing loss of video. The hv cable candlesticks were pitted. The rep replaced the x-ray tube and re-installed secondary collimator filter. He calibrated the filament. Re-installed the tube heatsink, and replaced the interconnect cable assembly. He also replaced the hv/control cable asm. The system operates as intended.

Event description:
The customer reported, the unit was making a snapping sound with no image on the monitor. They pulled the unit from the procedure and replaced it with a 9600. No injury occurred to the patient.